Event description:
When in absolute dose weighting mode, when a beam's weight or monitor units (mu) are changed on the f2 weight page in focus, but then "cancel" is selected, the original value should be restored. Instead the changed value remains changed but the other corresponding value (weight or mu) is not updated to agree with the changed value.